Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge fell into the pt. It was retrieved through the trocar. The procedure was completed with no adverse pt consequence.

Manufacturer narrative:
Information was not provided. Information anticipated, but unavailable at this time.